Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent a transforaminal lumbar interbody fusion at l5-s1. It was reported that the patient reported for a routine follow up when it was discovered that a screw was broken at s1. No revision surgery has been scheduled as of yet. No patient complications were reported.